Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached. The sensor insertion was at the arm on the (B)(6) 2016. No additional even or patient information is available. It was reported that the sensor was inserted into the arm. It should be noted that the animas vibe owners booklet states: do not place the sensor on any other sites other than under the skin of the belly (abdomen). Sensor placement has not been tested and is not approved for other sites. Sensors placed on other sites may provide inaccurate glucose readings and lead to inappropriate treatment decisions. This can result in serious injury or death.